Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right fallopian tube with the essure coil embedded') in an adult female patient who had essure inserted. The patient's medical history included cholecystectomy, cesarean section, parity 2 and gravida ii. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic removal of left essure device laparoscopic bilateral salpingectomy). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: insertion details-left tube-nine and right tube-three coils are trailing on this side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: 1. Left fallopian tube: fallopian tube with patent lumen and without diagnostic abnormality. 2. Right fallopian tube: fallopian tube with patent lumen and with essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right fallopian tube with the essure coil embedded') in an adult female patient who had essure inserted. The patient's medical history included cholecystectomy, cesarean section, parity 2 and gravida ii. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic removal of left essure device laparoscopic bilateral salpingectomy). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: insertion details-left tube-nine and right tube-three coils are trailing on this side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: left fallopian tube: fallopian tube with patent lumen and without diagnostic abnormality. Right fallopian tube: fallopian tube with patent lumen and with essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.